Manufacturer narrative:
The customer¿s report that the device alarmed and stopped was confirmed. Physical inspection noted the device to be in fair condition with the instrument seal intact. The device was clean with no signs of previous fluid ingress. Inspection of the split nuts found them to be worn. Review of the syringe module error logs confirmed 10 instances of channel error 351.6660.0 (syr_plunger_position_failure) that occurred from (B)(6) 2016 to (B)(6) 2016. Syringe module accuracy testing was performed and the device performed as designed passing all accuracy measurements. Testing was able to replicate the error code twice however after considerable testing the error could no longer be replicated. The proximate cause of the customer¿s report that the device alarmed and stopped was determined to be channel error 351.6660.0, however the root cause was not determined.

Event description:
The customer reported a pump alarmed and stopped during an epinephrine infusion, dosage and rate not provided. The nurse replaced the pump and there was no patient harm related to the event. A review of the logs by the biomed department at the facility reported an error code 351.6660. A copy of the customer¿s medwatch report was received which stated "syringe pump with high-dose epinephrine drip running continuously had "syringe needs calibration error." With silence of the alarm, pump was noted to not be running, and was unable to be restarted. Epi drip had to emergently be moved to a different syringe pump. No patient harm indicated." It was later reported that the patient had died however the customer does not allege the pump alarm/issue contributed to the patient's demise.

Manufacturer narrative:
The customer complaint that the device alarmed and stopped was confirmed and replicated during testing. Internal inspection of the device was found to be clean with no signs of previous fluid ingress. Inspection of the split nuts found them to be worn. Review of the syringe module error logs confirmed 10 instances of the channel error #351.6660.0 (syr_plunger_position_failure) that occurred beginning on (B)(6) 2016 at 6:25 pm, the last error occurring on (B)(6) 2016 at 11:35 am. At the time of the last channel error the syringe module was infusing at a rate of 2.6437ml/hr with a vtbi of 53.7972ml. The syringe was determined to be a monoject 60ml syringe. Testing was able to replicate this error code only twice during testing. After considerable additional testing by customer advocacy the error could no longer be replicated. The error condition was found to be highly intermittent the damaged split nuts were replaced with known parts and another test infusion was programmed. After less than an hour the syringe module alarmed again for syringe calibration required with associated channel error 351.6660.0. The logic board was replaced with a known good board and another test infusion was programmed. Syringe module was allowed to infuse over 24 hours and multiple syringe cycles with no alarms or malfunctions occurring during the test infusion. The carriage block/cam lock gap was checked using a ttf00017. The syringe module device was found to be passing indicating that the gap was within specification, and passed all accuracy measurements. The probable cause of the customer¿s report that the device alarmed and stopped was determined to be due to an intermittent drive train and/or the logic board which resulted in channel error 351.6660.0 (syr_plunger_position_failure).

Event description:
The customer reported a pump alarmed and stopped during an epinephrine infusion, dosage and rate not provided. The nurse replaced the pump and there was no patient harm related to the event. A review of the logs by the biomed department at the facility reported an error code 351.6660. A copy of the customer¿s medwatch report was received which stated "syringe pump with high-dose epinephrine drip running continuously had "syringe needs calibration error." With silence of the alarm, pump was noted to not be running, and was unable to be restarted. Epi drip had to emergently be moved to a different syringe pump. No patient harm indicated." It was later reported that the patient had died however the customer does not allege the pump alarm/issue contributed to the patient's demise.